Event description:
It was reported that an ilet user received a ¿connect cgm or enter bg¿ alert when the freestyle libre 3 plus sensor was not connected to the ilet, and the user subsequently rescanned the sensor, after which the cgm paired and glucose readings were visible. Symptoms included no reported adverse clinical effects. Outcomes included restoration of cgm connectivity with no need for medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the cgm pairing failure was transient and resolved after the user reinitiated the pairing process. It was concluded that the device functioned as expected following user action and that no device malfunction was confirmed.